Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. The photo was of the dilator/sheath which contained damage to the sheath tip. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Precaution: sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guide-wire." The customer report of a damaged sheath tip was confirmed by inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator is advanced , but it is not possible because it clogs.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the dilator is advanced, but it is not possible because it clogs.